Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that bd luer-lok¿ disposable syringe w/ bd luer-lok¿ tip was having issues drawing insulin. The following information was provided by the initial reporter: material no.: 309657 batch no.: unknown it was reported that the syringe had issues drawing insulin from a vial. Description of issue: customer reported having issues getting insulin out of the vial using the syringe. Customer reports putting air into the vial and the insulin would slowly drip into the syringe. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. What was your bg reading at the time of this event? 130 mg/dl. If bg between 54-500, no more bg questions needed. Number of occurrences: 1. Item number choose one: 3 ml syringe ¿ 309657. Product lot number: customer unable to provide. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer was able to load syringe with insulin and able to load a cartridge. Customer declined bd follow up for returning product. No further tandem follow up is required. Note: product category = needle/syringe issue.